Event description:
It was reported that the patient presented for follow up the atrial lead exhibited high thresholds, inappropriate mode switches due to noise and a sensing anomaly. The device was reprogrammed to vvi mode. The patients condition was good.

Manufacturer narrative:
.